Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed a 5 units bolus that they believed was not delivered correctly. The customer changed their supplies, administered a manual injection and resumed insulin therapy. After changing the supplies, the customer stated they felt confident that the pump was functioning as intended. The customer confirmed that the pump history showed that the 5 unit bolus had been delivered but could not recall whether the bolus had been delivered or not. The customer neither denier nor confirmed the bolus delivery. The customer's blood glucose (bg) level was 189mg/dl.